Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that due to pocket erosion, the device was explanted and replaced. A new sub-muscular pocket was created to position the new device. No additional adverse patient effects were reported.